Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, the 30 degree endoscope plus was broken. It was unknown if fragments fell inside the patient. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found with minor cut(s) to the cable insulation. The damage was located at zone b in the middle, one-third of the endoscope cable. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. No light in one or both hirose fiber cables. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image test. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing, which may include improper handling of the cable. The probable root cause is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. Applying excessive pressure while wiping down the fingers to clean the moisture or any residue can cause damage to the connector pad. Additionally, damage at the endoscope controller (ec) can also be transferred to the fingers when a damaged ec is connected to the connector, causing the fingers to bend. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.